Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "irregularities on breast" "rupture"., device remains implanted.

Event description:
Patient reported left side irregularities on breast, rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, black particles mold like appearance in device outer surface and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a broken is found with the following conditions sharp edge on posterior and sharp edge on posterior with nicks other. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions sharp edge on posterior assessed as unidentified (tear) opening and sharp edge on posterior with nick other assessed as surgical impact opening. Missing shell assessed as inconclusive.

Event description:
Patient reported left side irregularities on breast, rupture. Device has been explanted.